Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was loosely folded with blood in the balloon and inflation lumen. The hypotube, distal shaft, balloon and tip of the device were microscopically and tactile inspected. Inspection revealed that there was numerous kinks in the hypotube and was separated 71.5 cm from the strain relief. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 2.00mm x 25mm maverick balloon catheter was advanced through a guide catheter for dilatation. However, it was noted that the catheter broke in half. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery (rca). A 2.00mm x 25mm maverick²¿ balloon catheter was advanced through a guide catheter for dilatation. However, it was noted that the catheter broke in half. The procedure was completed with a different device. No patient complications were reported.